Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle was unable to draw up insulin. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no.: 328431 batch no.: unknown. It was reported the patient was unable to fully draw up the insulin because of issue with black stopper. Verbatim: consumer reported he thinks the black stopper is not working. When he tries to draw the insulin when he reaches halfway insulin shoots back to the bottle. He does pull the plunger to set his insulin units.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle was unable to draw up insulin. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no.: 328431. Batch no.: unknown it was reported the patient was unable to fully draw up the insulin because of issue with black stopper. Verbatim: consumer reported he thinks the black stopper is not working. When he tries to draw the insulin when he reaches halfway insulin shoots back to the bottle. He does pull the plunger to set his insulin units.